Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: metallosis of prior stryker tha from 2023 leading to compromised soft tissues and stability. Metal head (cat 62609136 and lot hn6j35) and liner were removed and replaced with a universal sleeve with a 28 ceramic universal head and a constrained liner. The accolade stem implanted in 2023 and left in there is cat 67210435 and lot 71540802